Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: the esheath was fully expanded as designed and the distal tip is torn radially and separated. The distal tip was opened along the axial score line with stretching material on the detached esheath tip and esheath shaft. Imagery of the device was received by the facility and reviewed, and the following was observed: the esheath distal tip was torn and separated and located over the delivery system balloon distal to the crimped valve. The balloon was expanded to release the esheath distal tip. An asymmetrical expansion was observed, likely due to the esheath distal tip being constraint over the inflation balloon. The esheath distal tip was separated during thv advancement. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip torn and system components separate during use were confirmed per evaluation of the returned device and provided imagery. As reported, 'when taking the commander delivery system up to start the alignment, something appeared to be at the top of the valve and it was thought initially that it could be the balloon as sometimes it can be visualized. However, when panning down to look at the esheath, the tip could not be seen. The esheath tip sheared off and became lodged between valve and balloon. The alignment was continued as it was thought that it may grab the esheath tip and then proceeded to pull the delivery system into the sheath and all was removed as one and then a new valve and sheath were prepared'. Per evaluation of the returned device, the sheath distal tip was observed torn radially and separated. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear and distal tip separation. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards australia affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the team noticed the tip of the esheath to be at the top of the valve. The esheath tip had sheared off and was lodged between valve and balloon. The team continued with alignment in a successful attempt to grab the esheath tip and pull the delivery system into the esheath. The devices were all removed as one unit. A new valve and esheath were prepared and successfully implanted with no issues. There was no injury to the patient. The patient was discharge two days after the procedure.